Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 20 out of 21 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 20 out of 21 lvp display board assemblies exhibited dim segments. One display board was observed with no dim segments. Testing results identified 20 out of 21 returned lvp display board assemblies with dim segments. Pcb s/n (B)(6) was observed with no dim segments. Device inspection: the customer returned 21 lvp display board assemblies in individual esd bags written with a serial number suspected to be the lvp from which it came from. Visual inspection was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 18sept2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 18oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for the investigation.

Event description:
It was reported that (21) display boards will be replaced due to dim segments right side rate display . There was no patient involvement. Found during pm.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (21) display boards will be replaced due to dim segments right side rate display. There was no patient involvement. Found during pm.